Event description:
The device was used during an endoscopic hernia procedure. Reportedly, the component disengaged into the pt's cavity. The surgeon was able to retrieve the component without pt injury.